Event description:
Isatuximab-irfc was sent to the infusion center with bd low sorbing tubing ref 2465-0007 primed and attached. When the nurse tries to administer the dose, the tubing from the drip chamber separated and the drug from the bag was leaking onto the floor. Patient did not receive the drug as we had to re-make an expensive drug causing delay in treatment.